Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting procedure, the 2.50x16mm taxus liberte stent would not cross the lesion. The lesion being treated was located in the highly calcified circumflex (cx). The procedure was completed with another 2.50x16mm taxus liberte stent. No patient complications were reported. Patient status reported as stable. However, the returned product revealed stent damage.

Manufacturer narrative:
(B)(4) - the device was visually, tactilely and microscopically examined along the entire length. There is dried blood present which is consistent with the device having been introduced into the body. Microscopic inspection of the stent, revealed distal and proximal stent damage. Also, there was distal tip damage and the inner was accordianed. The balloon has seen positive pressure. No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)